Manufacturer narrative:
The tech replaced the scale board, which resolved the issue. The bed was operating within specification. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the ppm alarm volume was barely audible, even with the volume control set at the highest setting.